Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Pump passed self test. Pump passed displacement test, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion test, no anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they had to press the buttons more than once during low alerts and insulin pump had unexpected no delivery alarm. Customer's blood glucose value was unknown. The device will not be returned for analysis.